Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed and found that the pinch valve in the wbc reagent delivery pathway was broken. The pinch valve (valve, pinch, .06 inch ID no, list number 8921184002), pinch tubing (kit tubing pinch (B)(6), and peristaltic pump tubing (perist pmp tbg-md, list number 91485-01, lot number 82271544) were replaced. Field service reported that the issue was not resolved until the white peristaltic pump tubing was replaced with yellow tubing from lot number 5315433553. The analyzer reports for initial run and rerun of sid (B)(6), were submitted for review illustrating the complaint issue of discrepant, low wbc and neu results. The returned condition of these tubing suggests that they were not replaced properly according to the "procedures for replacing sample transfer pump tubing" in section 9, "service and maintenance" of the cell-dyn sapphire. A review of all complaints associated with the perist pmp tbg-md, list number 91485-01, lot number 82271544, and a review for complaint trends for the list and lot numbers was performed. The review identified trend was not related to the complaint issue. Increased complaint activity related to complaint issue of low or blank results was not identified. The new revision, white, peristaltic pump tubing (list number 91485-01, rev f) was released on 12/05/2022. A review of the product historical data did not find a product issue related to the complaint. Labeling was reviewed and found to be adequate for the complaint issue. Based on the available information no product deficiency of the perist pmp tbg-md, or cell dyn sapphire analyzer, serial number (B)(6), was identified.

Event description:
The customer observed falsely decreased white blood cell (wbc) results on cell-dyn sapphire analyzer for one patient. The results provided were: on (B)(6) 2023 sid (B)(6) initial wbc=0.572 10e3/ul /repeated=4.40 10e3/ul; neutrophil abs=0.254 10e3/ul /repeated=2.07 10e3/ul there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased white blood cell (wbc) results on cell-dyn sapphire analyzer for one patient. The results provided were: on (B)(6) 2023 sid (B)(6) initial wbc=0.572 10e3/ul /repeated=4.40 10e3/ul; neutrophil abs=0.254 10e3/ul /repeated=2.07 10e3/ul. There was no reported impact to patient management.